Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery only lasted for three days and that the down arrow key was unresponsive. The blood glucose reading was 29 mmol/l. Customer was treated with a manual injection. Troubleshooting could not be done due to the keypad issues. Nothing further was reported.